Event description:
It was reported that the customer had a high and low blood glucose level due to infection. The blood glucose level was unknown mg/dl. The patient stated the infection that she was fighting was ecoli. The patient reported they recently had an ulcer. The customer was transferred to (B)(4) and provided patient with (B)(4) number. The patient was hospitalized for non related diabetes but for heart attack and ulcer. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).